Event description:
The customer contact reported a crack in the tubing; subsequently, a leak was noted. The customer contact reported that an unspecified volume of solution leaked at an unspecified connection of the tubing set. No specific details were provided. During visual examination of the tubing set at the user facility, a crack and a split were noted. No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
One used device consisting of set a and set b was received and evaluated. Testing found a cut in the tubing proximal to the secure lock male adapter of set b. The cut is halfway through the tubing. The probable cause of the cut could have been due to the tubing cutter machine during manufacturing. This report represents all the information known by the reporter upon query by hospira personnel.